Manufacturer narrative:
Claim#: (B)(4).

Event description:
It was reported that a 12.6mm tmicl12.6; -12.50/3.0/093 (sphere/cylinder/axis) implantable collamer lens was implanted into a patient's eye on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due the "lens too large". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.